Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse evaluated and replaced the hard drive and backplane board. A new hard drive cable was also fitted as part of the repair. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in the system software locking up. There is no report of a pt injury or death associated with this event.